Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated: (brand name), (type of device), (lot #/catalog #). Depuy still considers this complaint closed to CAPA.

Manufacturer narrative:
Updated data: (date of report); (event description); (brand name); (type of device); (catalog/lot number); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl acetabular system - right hip; reason for revision: pain.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint : asr revision, asr xl acetabular system (right), update - received 11 feb 2013 product codes, lot numbers, hospital, surgeon and reason for revision pain update received: 5th june 2013 - added product - cup. Update 18 aug 2017 additional information received from (B)(4) reason(s) for revision: component loosening. This complaint was updated on aug 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.